Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included anxiety, depression, thyroid gland injury, panic attacks, cholecystectomy, gallbladder removal and morbid obesity. Previously administered products included for prevent pregnancy: alesse from 1994 to 2003. Concurrent conditions included vaginal discharge, pain in hip and low back pain. Concomitant products included clonazepam and loratadine (loratab). In (B)(6) 2006, the patient experienced anxiety ("anxiety") and panic attack ("panic attack"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pruritus ("very itchy everywhere/ very itchy skin"), tooth disorder ("dental problems"), dyspepsia ("heartburn"), pain in extremity ("pain in feet"), arthralgia ("pain in joints, hips, ankles, knees"), back pain ("lower back pain") and urinary tract infection ("infection(bladder/urinary tract/ vaginal) - type: utis"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and cystitis ("bladder infection"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain chronic/pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation on (B)(6) 2006). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, heavy menstrual bleeding, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, intermenstrual bleeding, vaginal haemorrhage, cystitis, panic attack, pruritus, migraine, nausea, tooth disorder, fatigue, weight increased, dyspepsia, pain in extremity, arthralgia, back pain, depression and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, nausea, pain in extremity, panic attack, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent additional surgeries on (B)(6) 2006. Discrepancy noted in essure insertion date (B)(6) 2006. Essure device, 4 coils were seen on left and right side. Patient received treatment for : pain , abnormal bleeding current weight 340 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: mild hepatosplenomegaly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included anxiety, depression, thyroid gland injury, panic attacks, cholecystectomy, gallbladder removal and morbid obesity. Previously administered products included for prevent pregnancy: alesse from 1994 to 2003. Concurrent conditions included vaginal discharge, pain in hip and low back pain. Concomitant products included clonazepam and loratadine (loratab). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced anxiety ("anxiety") and panic attack ("panic attack"). In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pruritus ("very itchy everywhere/ very itchy skin"), tooth disorder ("dental problems"), dyspepsia ("heartburn"), pain in extremity ("pain in feet"), arthralgia ("pain in joints, hips, ankles, knees"), back pain ("lower back pain") and urinary tract infection ("infection(bladder/urinary tract/ vaginal) - type: utis"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and cystitis ("bladder infection"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain chronic/pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation on (B)(6) 2006). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal haemorrhage, cystitis, panic attack, pruritus, migraine, nausea, tooth disorder, fatigue, weight increased, dyspepsia, pain in extremity, arthralgia, back pain, depression and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent additional surgeries on (B)(6) 2006. Discrepancy noted in essure insertion date (B)(6) 2006. Essure device, 4 coils were seen on left and right side. Patient received treatment for : pain , abnormal bleeding. Current weight 340 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: pfs received. Patient details and pregnancy information was updated. Events pregnancy (ectopic), device ineffective, infection(bladder/urinary tract/ vaginal) - type: utis, were added. Event onset date for the event anxiety and panic attacks were added. Onset date of events updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included anxiety, depression, thyroid gland injury, panic attacks, cholecystectomy, gallbladder removal and morbid obesity. Previously administered products included for prevent pregnancy: alesse from 1994 to 2003. Concurrent conditions included vaginal discharge, pain in hip and low back pain. Concomitant products included clonazepam and loratadine (loratab). In (B)(6) 2006, the patient experienced anxiety ("anxiety") and panic attack ("panic attack"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2006, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced pruritus ("very itchy everywhere/ very itchy skin"), tooth disorder ("dental problems"), dyspepsia ("heartburn"), pain in extremity ("pain in feet"), arthralgia ("pain in joints, hips, ankles, knees"), back pain ("lower back pain") and urinary tract infection ("infection(bladder/urinary tract/ vaginal) - type: utis"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and cystitis ("bladder infection"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain chronic/pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation on (B)(6) 2006). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal haemorrhage, cystitis, panic attack, pruritus, migraine, nausea, tooth disorder, fatigue, weight increased, dyspepsia, pain in extremity, arthralgia, back pain, depression and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent additional surgeries on (B)(6) 2006. Discrepancy noted in essure insertion date (B)(6) 2006 and (B)(6) 2006. Essure device, 4 coils were seen on left and right side. Patient received treatment for : pain , abnormal bleeding current weight 340 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included anxiety, depression, thyroid gland injury, panic attacks, cholecystectomy, gallbladder removal and morbid obesity. Concurrent conditions included vaginal discharge, pain in hip and low back pain. Concomitant products included clonazepam and loratadine (loratab). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced depression ("depression"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), pain in extremity ("pain in feet") and arthralgia ("pain in joints"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), panic attack ("panic attack"), pruritus ("very itchy everywhere/ very itchy skin"), dyspepsia ("heartburn") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2006). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal haemorrhage, cystitis, panic attack, pruritus, migraine, nausea, tooth disorder, fatigue, weight increased, dyspepsia, pain in extremity, arthralgia, back pain and depression outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, pruritus, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent additional surgeries on (B)(6) 2006. Discrepancy noted in essure insertion date (B)(6) 2006. Essure device, 4 coils were seen on left and right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: pfs received. Case was upgraded to serious incident. Ablation was done for genital hemorrhage. New event depression added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.